Event description:
Customer reported possible carryover during antibody screen testing. A retrospective review indicates that a prenatal patient had anti-c (128), anti-e (128) and anti-k (8). Carry over was seen with the anti-c and anti-e but not with anti-k. No erroneous results reported on any samples.

Manufacturer narrative:
Ocd field engineers performed required repairs to return the instrument to expected operation. (B)(4).